Manufacturer narrative:
Date sent to FDA: 8/19/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2014. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2014 during which the surgeon noted ¿the mesh on the left side of the abdominal wall had become disconnected from the fastening devices as the coils from the device was still present in the position that they had been placed, but the mesh was not adherent to the coils and had come loose from the left side.¿ it was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon noted ¿the left side of the mesh had become disconnected and that there were very dense adhesions. The surgeon spent at least 3 hours lysing dense adhesions.¿ it was reported that the patient experienced severe pain, discomfort and nausea. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/11/2023. Additional b5 narrative: it was reported that the patient experienced small bowel obstruction and hernia recurrence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.